Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It is reported that a dissection occurred during use of a 2.5 x 15 mm rx voyager dilatation balloon, which ruptured at 20 atm during use. An attempt was made to treat the dissection with an otw graftmaster stent; however, it would not cross. Another company's balloon was used for several dilatations and another company's stent was used to treat the dissection. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, prod performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distributor. Results and conclusion summation - prod performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during MFR, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. Reportedly, the voyager was inflated to 20 atm. The device IFU states: "balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. To prevent over-pressurization, use a pressure-monitoring device." It is possible the high pressure inflation contributed to the balloon rupture.